Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation issues as the pump stayed flat. The device was removed and replaced without reported complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders, pump, reservoir and rear tip extenders (rte) were visually and microscopically examined; the cylinders, pump and reservoir were also leak tested, and the pump was also functionally tested meanwhile the cylinders were also pressure tested. No anomalies were found with the rtes, reservoir and cylinders. Functional testing of the pump revealed that there were activation anomalies, as it did not pass the activation test. Based on the information available and analysis results, the activation non conformances identified in the pump could have caused or contributed to the reported clinical observations of inflation issue and collapsed/dimpled/flat. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician. Section d has been updated.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to inflation issues as the pump stayed flat. The device was removed and replaced without reported complications.